Manufacturer narrative:
This file will be considered closed unless additional information is received. Please note that this MDR is being submitted late. The MDR should have been submitted by april 5, 1998, 30 days after the device was returned to the manufacturer for evaluation. A communication error occurred which caused the delay in the filing of the MDR. Co apologizes for any inconvenience this error may have caused. The user facility returned the lma in question to the manufacturer for evaluation. The lma was in good condition, with a slightly yellow airway tube and a lightly marked connector. The valve adaptor cap is missing and the valve core appears heavily degraded and discolored. It is probable that the mask has been in contact with chemicals that have degraded the acetal components of the valve.